Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged. A revision procedure is being considered. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood in the lumen of this open tip lead. The lead did not allow insertion of a stylet due to the noted dried blood. The lead passed insulation pressure testing, confirming the insulation was uncompromised.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Additional information noted the lead exhibited high thresholds and diaphragmatic stimulation. In a revision procedure the lead was explanted and successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
--